Event description:
It was reported that prior to starting a da vinci pelvic floor repair procedure, the surgical staff had difficulty aligning the endoscope. With the assistance of an isi technical support engineer (tse), the site exchanged the camera head and was then successfully able to align the endoscope. Approximately 1 hour later, the site called back stating the surgeon was experiencing double vision in the left eye of the surgeon side console (ssc) viewer. The tse had the site exchange and recalibrate the endoscope and restart the vision side cart. The image appeared normal and the surgeon continued with the planned procedure. Approximately 30 minutes later, the site called back stating the surgeon was experiencing black bars in the left eye, causing double vision. The patient was under anesthesia for approximately 2 hours when the surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the vision issue experienced by the customer was related to the synchronizer. The synchronizer coordinates the left eye and right eye video streams so that events are displayed simultaneously to each of the surgeon's eyes. The system was repaired by replacing the affected synchronizer. The synchronizer was returned to isi for failure analysis investigation and engineering was able to replicate the customer reported issue. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.